Manufacturer narrative:
Devices' photo evaluation completed on january 09, 2026: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on march 23, 2026, the replacement devices are as follow: l/ sn: (B)(6) , r/ sn: (B)(6) manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on october 28, 2025, the patient underwent bilateral replacements with cat:3504004bc on (B)(6) 2025. Reason for device explant and/or reoperation: silent rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 25, 2026, mentor became aware that the follow up: #4 missed reporting that the device will not return to mentor and discarded by the customer. The patient also experienced some asymmetries issue from side to side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast augmentation primary with mentor memorygel, 475cc silicone prosthesis experience right sided silent rupture post operation. The issue was diagnosed through physical examination and confirmed through MRI examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.